Manufacturer narrative:
The product was rec'd and the alleged complaint was verified. A new attachment was sent to the account.

Event description:
It was reported that the attachment heated up. This did not occur during a surgical procedure. There is no reported adverse consequence as a result of this malfunction.